Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient with and implantable cardioverter defibrillator (ICD) received a shock then the device went into safety mode and displayed a fault code. Technical services was consulted and recommended a device change out. Subsequently, the ICD was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient with and implantable cardioverter defibrillator (ICD) received a shock then the device went into safety mode and displayed a fault code. Technical services was consulted and recommended a device change out. Subsequently, the ICD was explanted and replaced successfully. No additional adverse patient effects were reported.